Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) continued to exhibit post-paced t-wave oversensing. It was also noted that their ICD exhibited far r wave oversensing.

Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. The patient had no consequences.